Event description:
It was reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. It was reported that the blood glucose reading on the glucometer read "hi." Troubleshooting was performed and found that the insulin pump alarmed motor error during priming. The displacement test passed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.